Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and verified in the fault logs several autofill failures along with purge failures. The fse also found the blood detect filter saturated with condensation. To resolve the issue the fse replaced the blood detect tubing. The fse then performed the diagnostic tests and the unit passed all tests to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during in house training the unit would not autofill. There was no patient involvement.